Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had a foreign body in the control body grip cover and angle lever of the control body. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. The facts obtained from the investigation confirm that a leakage defect has occurred. Therefore, it is presumed that the reprocessing could not be completed normally, and foreign matter may have remained. The event can be detected/prevented by following the instructions for use: chapter 5: safety in cleaning, disinfection, and sterilization. -chapter 6: application and conditions for cleaning, disinfection, and sterilization. -chapter 7: cleaning, disinfection, and sterilization procedures. -chapter 8: combination with cleaning and disinfection equipment. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.